Manufacturer narrative:
Device evaluation: the stent delivery system was returned in two pieces. The hypotube was broken at 62cm proximal to the tip of the device. The proximal and distal section of the hypotube break was jagged and uneven. The distal shaft was stretched. The stent was returned on the snare device, the stent was deformed and stretched. There were faint crimp impressions along the balloon working length. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The physician intended to treat a lesion in the lad with a resolute integrity drug eluting stent, lesion exhibited 90% stenosis, with moderate calcification and minimal tortuosity. The device was removed from packaging per IFU and was inspected and prepped with no issues noted. The lesion had been pre-dilated. No resistance was reported when advancing the stent to the lesion. It is confirmed that the stent initially dislodged in the proximal lad and a snare was used in an attempt to remove it. It dislodged again in the mid-radial artery, was retrieved and removed from the patient. The physician did not notice the stent was missing until he removed the device from the patient. No patient injury reported. The lesion was pre-dilated numerous times before successfully implanting several resolute integrity stents in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.